Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown reverse shoulder insert trials. An evaluation of the device cannot be performed as the devices are still being used and were not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon struggles to remove the insert trial during shoulder surgery as the insert keeps swimming. And although the trial is marked, it is barely visible during surgery to help remove it. This is an issue the surgeon deals with during many surgeries.

Manufacturer narrative:
The reported event reflects the customer opinion and not a complaint. As per the surgical protocol, after trialing the surgeon should distract the trial implants by placing a posterior distraction force on the humerus, thus allowing the humeral insert trial to distract anteriorly. The sales rep reported that this may cause the insert to ¿swim¿ in the joint space. This is the design intent as the humeral insert must be disassembled from the cup to remove it from the joint space. Discussion with the design team indicated the event represents the surgeon¿s opinion that the design should be changed to better capture the trial insert in the trial cup. As per the surgical protocol, if the surgeon has the option of using 3 different trialing techniques. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon struggles to remove the insert trial during shoulder surgery as the insert keeps swimming. And although the trial is marked, it is barely visible during surgery to help remove it. This is an issue the surgeon deals with during many surgeries.